Event description:
It was reported that a flogard infusion pump presented a battery low alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log did not identify any occurrences of the battery low alarm. Visual inspection found the pump in good physical condition. The battery low alarm occurred when the pump was disconnected from ac power in functional testing. The cause of the battery low alarm was determined to be due to a depleted main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.